Manufacturer narrative:
(B)(4). D10: unknown - unknown tibial component - unknown. Unknown - unknown articular surface - unknown . Unknown - unknown cobalt cement - unknown . Unknown - unknown tibial stem extension - unknown . Unknown - unknown patella - unknown . H6 : mechanical (g04) - femur . Device was previously reported under 0001822565-2025-01174. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 3 years post-op, the patient was revised due to pain and aseptic loosening of the femoral component. During the revision the femoral component was found to be grossly loose, the patella and tibia were well fixed and retained. The femoral component was revised without complications. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review of the records noted that the femoral component was grossly loose and the tibial plate and patella were well fixed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.